Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of txa not "sending to the pump" with the matching pph order was not definitively confirmed because the drug was not able to be identified without the data set, but based on the log analysis, and the feedback from the facility, the issue was work flow related with the user¿s programming by overriding the secondary infusion which resulted in the infusion infusing at the primary rate and not the secondary rate as intended. No devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing it was reported that the event occurred on the date (B)(6) 2024 at the time of 09:26am. At 6:28:04 am user programmed through a remote IV rate=25ml/hr; vtbi=1000ml. At 6:28:38 am an occluded patient side alarm sounded user restart the pump module after 10 seconds. At 9:26:55 am user pressed pause key; pvi=74.109ml. At 9:27:10 am user programmed through a remote IV, drug amount=1000 mg/100ml; infusion 1 duration=600 seconds; rate key, rate=600ml/hr; vtbi=925.845ml; infusion was started. At 9:28:18 am the same secondary remote IV order was received, pvi=83.642ml, secondary override screen = yes, rate=600ml; user pressed pause key, vtbi=916.358ml and infusion started. At 9:42:39 am user pressed channel select key; restart key (illegal keypress), then the channel off key after 4 seconds; vtbi=226.714ml. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was reported being in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of txa not "sending to the pump" with the matching pph order was not able to be definitively identified because the requested data set was not provided so the drug programmed could not be definitively identified. Based on the log analysis and the facility¿s feedback, the issue was attributed to user programming and not a device malfunction.

Event description:
It was reported that customer had identified two events of txa not "sending to the pump" with the matching pph order. They ran 600ml/hr over 10 minutes, but the medication was scanned at 25ml/hr over 4 hours. There was patient involvement, but no harm. Per bd interoperability consultant findings: clinician attempted to hang txa as ivpb. The order of txa was correct to run at 600ml/hour over 10 minutes for hemorrhage. (At the time a primary fluid was running at 25ml/hour) clinician sent the correct apr but the clinician did not press "secondary" on pump after sending apr and instead restarted the primary infusion at 25 ml/hour. (There was no over infusion of txa) the second issue mentioned in this case was solved internally by the customer and they reported no further discussion was needed. Neither issue was pump malfunction. Both were nursing workflow issues. The customer reported there was no harm in either of these cases.

Event description:
It was reported that customer had identified two events of txa not "sending to the pump" with the matching pph order. They ran 600ml/hr over 10 minutes, but the medication was scanned at 25ml/hr over 4 hours. There was patient involvement, but no harm. Per bd interoperability consultant findings: clinician attempted to hang txa as ivpb. The order of txa was correct to run at 600ml/hour over 10 minutes for hemorrhage. (At the time a primary fluid was running at 25ml/hour) clinician sent the correct apr but the clinician did not press "secondary" on pump after sending apr and instead restarted the primary infusion at 25 ml/hour. (There was no over infusion of txa) the second issue mentioned in this case was solved internally by the customer and they reported no further discussion was needed. Neither issue was pump malfunction. Both were nursing workflow issues. The customer reported there was no harm in either of these cases.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.